Manufacturer narrative:
T: slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6). No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels. Customer used glucose tablets for correction.